Manufacturer narrative:
Import for export, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 28-oct-2021 that occurred in (B)(6). The customer reported, unlike most instances of blurry lenses, the objective lens was completely clear prior to the procedure and during advancement to cecum. Upon withdrawal, small smudges/blurry spots began to accumulate and grow bigger on the peripheral of the image (03.00 and 09.00 primarily). Despite many attempts of extended flushing with the water nozzle the smudges/blurry spots would not clear from the lens causing the image to be occluded and impaired the physician's view of the mucosa for the remainder of the procedure. Upon completion of the procedure the objective lens was inspected and several smudges/blurry spots were visualized both on the lens itself and the monitor. The nurse gently wiped the lens and upon revisualization of the image on the monitor, it was completely clear and free of any smudges/blurry spots. The colonoscope was properly prepped prior to the procedure and both air and water functions were normal.